Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a renal artery ablation procedure, a balloon rupture occurred. The occlusion balloon was used to block the renal artery before kidney removal. The vessel diameter was 5-6 mm. The occlusion balloon 5x65 mm was advanced to the artery and inflated to 0.25ml. The balloon ruptured. The balloon was removed intact. Another occlusion balloon was used to complete the procedure with one successful inflation. No pt injuries or complications were reported. The pt's current status is reported as "ok."